Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a physically damaged l4 inductor on the bedside pca. The root cause for the damaged l4 inductor could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.